Event description:
It was reported that non-sustained ventricular oversensing due to myopotential oversensing was observed. Also noted was a decrease in r-wave amplitude, possibly due to the placement of the lead. Noise was not reproducible with manipulation. Programming changes were recommended. Patients was stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.